Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Shock impedances abruptly increased from 76 ohms to 187 ohms. Measurements remained stable at 187 ohms. Boston scientific technical services (ts) discussed possible causes and troubleshooting options. The cause of the increase in impedance measurements was not determined. A system replacement procedure was planned for a later date but has not been scheduled at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasions. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead and possibly with the implanted device the cause of the high impedance measurements was not determined as the returned portions of the lead were electrically continuous and observed damage to the conductor coils were related to the explant procedure.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating an invasive procedure was performed. This system was successfully replaced. No additional adverse patient effects were reported.